Event description:
It was reported that, a request was made to evaluate the placement of this electrode. The technical services (ts) evaluated the data, and the system impedance was at 45 ohms, no shock test was performed after implant for hospital protocol. The technical services (ts) agreed that the electrode is too low in placement. Subsequently, this electrode was repositioned and remains in service. No additional adverse patient effects were reported.